Manufacturer narrative:
This report is submitted on 9 january 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to chronic irritation and keloids at implant site. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 12 may 2020.